Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a tear in its black cable upon arrival, revealing inner wiring. The provided log file, as well as a log file extracted from the controller during testing, were reviewed; however, no atypical events within the timeframe of the reported event were observed. The system controller was functionally tested and operated a mock loop as intended throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: wire fatigue within the controller¿s power cables. The controller's conductors were individually measured, and the measurements were observed to be above-average in most conductors in both power cables (>0.5 ohms). The controller¿s power cables were manipulated during testing, and the voltage values were unaffected by the wire fatigue, including manipulation at the damaged point on the black cable. As a result, the damage to the black power cable was unable to be conclusively correlated to the observed wire fatigue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller power cable had damaged insulation. No malfunctions of the system were reported. The controller was exchanged.